Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with atrial lead noise that resulted in noise reversions and short inappropriate atrial tachycardia/atrial fibrillation detections. Patient was not pacer dependent and was unlikely to have suffered any symptoms as a result of the noise. Patient's physician was not concerned about the issue and patient was unlikely to be brought to clinic earlier than the next scheduled appointment.